Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 624 mg/dl. The nurse stated that a possible insulin pump failure could be the cause of the customer's high glucose. Troubleshooting could not be performed as customer did not feel well. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.